Manufacturer narrative:
The reported event of high capture thresholds and lead fracture were not confirmed. As received, a complete lead was returned in one piece with the helix found extended/bent and clogged with blood/tissue. X-ray examination found the helix extended/bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting between conductor coils due to procedural damage to the inner insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported a patient's atrial lead presented with high capture thresholds due to a lead fracture. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.